Event description:
On (B)(6) 2025, I donated plasma at (B)(6). A staff member inserted the needle without checking for a vein and pushed it all the way to the plastic hub, causing immediate pain and discomfort. I informed the staff member, who responded dismissively and made only a slight adjustment. This occurred after I respectfully asked why multiple people who arrived after me were being called ahead. Following that question, I was treated with hostility and eventually yelled at by the manager in front of other donors. The situation was humiliating, retaliatory, and emotionally distressing. I submitted a formal complaint (B)(4) to (B)(6) on (B)(6) 2025 but have received no response or resolution. I am reporting this due to unsafe needle handling, unprofessional conduct, and failure to properly investigate or respond. No test line.